Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act and up buttons dome switch. Inspected the lcd connector and no unlocked connector noted. We were unable to perform the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had minor scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the buttons were difficult to press. Customer's blood glucose was 600 mg/dl, due to customer thinking that the bolus was made, but the button did not press. High blood glucose was treated with manual injection. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.